Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). The patient was tested during the week of (B)(6) 2018 to (B)(6) 2018. The specific date of the event is not known. A sample from the patient was tested on the meter, resulting as 8.0 inr. A sample collected from the patient at the same time was tested in the laboratory using the dade innovin method, resulting as 3.4 inr. The tests were performed within an hour of each other. No adverse events were alleged to have occurred with the patient. The patient was not seriously injured. The patient's coumadin medication was withheld until the laboratory value was provided. The patient's doctor based her dosage off of the laboratory value. The patient's therapeutic range was not provided. The patient did not have signs of high inr. The patient did not have any changes in medication, warfarin dosage, diet, or health. The customer did not know if the patient's hematocrit was within the range of 25 - 55 %. The patient did not have lupus or antiphospholipid antibodies. The patient did not take direct thrombin inhibitors or other blood thinners. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 297792) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr; customer meter with masterlot strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr; customer meter with masterlot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter memory.